Event description:
It was reported that the patient underwent a tlif using rhbmp-2/acs. An unknown time post-op, the patient presented with pain, and the surgeon performed a CT scan, and noticed osteolysis in the vertebral body adjacent to the level where the rhbmp-2/acs was implanted. Fusion was still occurring, and the patient's pain was decreased and later was deemed to be a successful patient for the tlif. The fusion did proceed and the patient's pain symptoms from initial presentation did seem to decrease.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.